Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "screw loosening variax2".

Manufacturer narrative:
Refer to d10/h3 device availability, h6 device & patient code. The reported event that a screw was alleged of 'implant - migration' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 : device discarded.

Event description:
As reported: "screw loosening variax2".

Manufacturer narrative:
Correction refer to b1, h1. H6 method code

Event description:
As reported: "screw loosening variax2"